Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call prime anomaly and high blood glucose levels. Customer's blood glucose level was 423 mg/dl. Customer treated their high blood glucose with manual injection. Customer advised insulin squirted out during the manual prime process. Troubleshooting for the prime rewind was performed. Customer advised they are stuck in preparing to prime loop. Customer was unable to check the alarm history and the device may not respond to an occlusion properly. Customer advised insulin continued to drip and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.